Event description:
Customer reported a corneal ulcer in the right eye. The ophthalmologist reported pt's eye was presented with redness, pain, photophobia and lid swelling of 2 days duration. Examination revealed corneal ulcer was 1-2mm in size, central in location, 1mm infiltrate, and dusting of wbcs on the endothelium. Ophthalmologist prescribed concentrated antibiotics every 15 mins. F/u with medical records revealed the corneal ulcer is resolving and the pt's visual acuity has been really good. The pt has not resumed contact lens wear and is wearing glasses.

Manufacturer narrative:
The actual complaint lens was discarded and the unopened lenses have not been rec'd for eval. The affected lot number of the lens is unk therefore no mfg investigation could be performed. (B)(4).